Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported skin irritation/burn/infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod user guide (14421-aw rev h): page 44 - do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Page 59 - avoid infusion site infections. ¿ always wash your hands and use the aseptic technique to prepare the infusion site before applying a pod. ¿ do not apply a pod to any area of the skin with an active infection. If you are unsure whether to use a specific site, ask your healthcare provider. ¿ at least once a day, use the pod¿s viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. ¿ be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. ¿ change the pod as instructed by your healthcare provider.

Event description:
The customer reported that her daughter was experiencing skin irritation in the shape of the pod on her arm noting a laceration, blistering, and yellow discharge. The customer also noted blood glucose levels were reaching 400 mg/dl. The pod was worn for longer than 48 hours. She was diagnosed with a burn and infection and was treated with steroid cream and antibiotics.